Manufacturer narrative:
If additional information is obtained which changes the outcome of the investigation, a follow-up report will be submitted.

Event description:
It was reported that during a surgery using the nextra hammertoe correction system, the implant components could not be locked together. A second set up implants was opened to complete the surgery. There were no reported patient complications.